Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was reported. There patient condition was unknown.

Manufacturer narrative:
G2 should have "consumer" selected and should not have "health professional" selected in initial report.